Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: preparation and inspection_ inspection of the endoscope: ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: important information - please read before use: warning: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while preparing the subject device for an unspecified diagnostic procedure, there was no video (image). Another similar device was used to complete the procedure with no delay. There was no patient injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the coating on the connecting tube was peeled off. This report is being submitted for the peeling coating found during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found the connecting tube and universal cord were dented. A leak was observed due to deformation of the el-connector (electrical connector), and the el-connector demonstrated corrosion from the fluid ingress. There was no image displayed during testing due to the damaged el-connector. The angulation in the up direction was out of specification due to wear of the angle wire. The objective lens was scratched. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.